Event description:
Customer is sending in unit for repair for sampling issues. The caller did not have any other information about problem or procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to l3-033 errors that occurred continuously. The l3-033 error occurs as the rotating cutter moves forward to close the aperture, and the holster would stop operating entirely. The analysis site confirmed the customer complaint and replaced the drive shaft and bushing due to heavy contamination internally caused the translation drive shaft and bushing to seize up causing the l3-033 error codes per the customer complaint, and per the mammotome service manual, service tests were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection.